Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had foreign matter in the fluid path. The following information was provided by the initial reporter:   it was reported by the veterinarian on behalf of the consumer that unknown clear liquid was in the barrel of the syringe prior to use and 2 syringes were affected.   Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/14/2021. H.6. Investigation: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that liquid was in the barrel of the syringe. Both returned syringes were examined and no foreign matter was observed in or on either of the syringes. Both syringes were also tested and no foreign matter came out of the cannula when the plunger rod was fully depressed on each syringe. No issues were observed on the returned samples. A review of the device history record was completed for batch # 0041266 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had foreign matter in the fluid path. The following information was provided by the initial reporter :   it was reported by the veterinarian on behalf of the consumer that unknown clear liquid was in the barrel of the syringe prior to use and 2 syringes were affected.   Date of event : unknown. Samples : available.